Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence for a few months but had to get diabetes under control before having the aus replaced. The aus was explanted and replaced. There were no additional patient complications reported.